Manufacturer narrative:
Corrected MFR site/address.

Event description:
Non delivery of secondary solution reported. The pump was set to infuse an antibiotic in an unspecified amount of solution via secondary line at 100 ml/hr. A nurse reported that the secondary container was hung behind the larger primary container and was not readily visible to her. The secondary did not infuse at all, while the primary infused at the programmed rate. The pump does not have concurrent delivery capability. The primary fluid was an unspecified manintenance hydration fluid to run at 100 ml/hr. The incident did not cause any adverse effects to the pt. The antibiotic was infused late and the timing of dosage was re-scheduled.